Manufacturer narrative:
Further information was requested but not received.

Event description:
During an unrelated device exchange, insulation damage of the right atrial (ra) was visually observed. All measurements on the pacing system analyzer (psa) were optimal. The ra lead was connected to the new device and remains implanted and active. The patient was in stable condition.